Event description:
It was reported that this right ventricular (rv) lead was repositioned 1 day post implant due to unknown reasons. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned 1 day post implant due to unknown reasons. No adverse patient effects were reported. Subsequently, additional information was received indicating rv lead dislodged resulting in undersensing and high capture threshold.